Event description:
It was reported that the extension tube expanded when flushing. Patient status/ intervention: change new catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bulge formation in the extension tubing is confirmed but the exact cause remains unknown. One photo sample of a 4 fr groshong nxt catheter within patient use was provided for evaluation. The extension tubing from the proximal end of the two-piece connector is visible. Red fluid appears to be present within the extension tubing. A bulge in the extension tubing is present at the region where the extension tubing extends past the white over-sleeve portion. The presence of an occlusion within the device could not be determined from the image provided. No apparent burst or leaks were noted. One assembled 4 fr groshong nxt connector was also returned for evaluation. A section of the catheter was visible within the over-sleeve which appeared to have been trimmed off prior to return. The connector was infused with water and no obstructions or resistance was noted. Microscopic inspection of the connector revealed the compression sleeve and catheter segment to be present internally. No apparent evidence of bunching or damage was noted. The condition of the returned sample did not appear to resemble the condition of the catheter shown in the photo due to handling and manipulation. Based on the information provided, possible contributing factors include catheter occlusion, catheter kink, and over-pressurization. Since a bulge in the extension tubing was observed and likely indicates the presence of over-pressurization, the complaint is confirmed but the exact cause could not be determined from the information provided.

Event description:
It was reported that the extension tube expansion when flushing. Patient status/ intervention: change new catheter.